Event description:
It was reported that the machine caused arcing at the tip of the wand (outside the surgical site). The procedure was successfully completed using a back-up device. No patient or user injury was reported. Report 1 of 2 (see (B)(4))

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller show any signs of causing an electrical arc or fail to activate a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Factors unrelated to the design or manufacture of the device that could have contributed to the complaint event includes: (1) there may have been an issue with the used wand that could have caused arcing such as a break in the material of the tip or insulation; (2) a power surge to the subject controller, (3) using an improper power cord or improper extension cord, or a loose power connection. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.